Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. Device manufacture date: unknown. Investigation: a device history record could not be completed as no lot number was received. Unable to perform complaint lot history check for label information missing (expiration date) due to unknown lot number. The occurrence is unknown since the lot number is unknown. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that a bd syringe 0.3ml 31g 8mm whole unit 10bg 500 set did not display a lot number or expiration date. The following information was provided by the initial reporter: "consumer wanted to know if syringes expired. She could not locate lot number."